Event description:
Inserted endoscopically transpapillary to approach the bile duct. An attempt was made to place a stent in the bile duct using olympus/tjf, but the stent did not come out of the endoscope's forcep port along the guiding catheter. Therefore, the endoscope was once removed from the patient, and the stent was removed from the forcep port of the endoscope. The procedure was completed by placing another stent (product name/lot#: unknown) from the hospital inventory. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: <physician's comment> the stent did not come out of the forcep port of the endoscope. He(she) wasn't a particularly unusual anatomy patient. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact device placement (please see the description of event.) 2 what was the target location for the stent? The bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endoselector 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? Unknown 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes est 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 6 was resistance encountered when advancing the wire guide to the target location? Unknown 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? The stent did not come out of the forcep port of the endoscope. 19 was the broken device retrieved? The stent was removed from the endoscope. 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown 29 if yes, please specify what was observed and where on the device it was observed. Additional information received 16-apr-2024. Confirmation 0.025" wire guide used.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 1 x oacl-11.5-7 of lot number c1965613 involved in this complaint was returned without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 09th may 2024. Pushing catheter, guiding catheter, introducer, positioner and stylet returned, stent returned separately. No visual damage observed on device or stent. Pushing catheter moves freely over guiding catheter. Stylet removed from catheter without issue. The device involved in the complaint was re- evaluated in the laboratory on 16th october 2024. Stent measured 7cm between the flaps. Stent diameter measured 0.148 inches. Stent reloaded to the introducer system and can be pushed by the pusher and slide with no problem. It may be noted that measurements taken are in spec. Manufacturing records review: prior to distribution oacl-11.5-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-11.5-7 devices of lot c1965613 did not reveal any discrepancies that could have contributed to the issue. Historical data review: n/a. Instructions for use and/label review: the japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest that the user did not follow the instructions for use. As per additional information provided" I confirmed with the sales rep that the wire guide used with the complaint device was ¿boston scientific / endoselector 0.025-inch, 450 cm". Root cause review: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide, likely causing issue reported "the stent did not come out of the endoscope's forceps port." Returned device functioned as intended and there was no visual damage observed. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. User/use related complaints are considered foreseen misuse therefore, it is unknown how the device will perform outside of instructions for use and/or labelling requirements. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the initial reporter, the stent did not come out of the endoscope's forceps port. A definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide, likely causing issue reported "the stent did not come out of the endoscope's forcep port." It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Confirmed quantity of 01 x used device. According to the initial reporter, no adverse effect on the patient has been reported. The complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to completion of the investigation on 23-oct-2024.